Manufacturer narrative:
Additional information: information was received indicating that the event occurred while in use with a patient. In addition, the spelling of first name, last name and email of initial reporter has been corrected.

Manufacturer narrative:
Other, other text: one smiths medical medfusion pump was returned for analysis with a chipped out lower left front corner of top case and cracked right plunger case and battery door. Event log history was performed and indicated that primary audible alarm post error was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced speaker as a preventive measure, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm. No adverse effects were reported.